Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 06/15/2016 to report a transmitter failed error that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was downloaded for evaluation and it confirmed the customer complaint. The reported event of transmitter failed error was confirmed. The root cause cannot be determined .